Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+2.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was removed on (B)(6) 2023 due to low vaulting and lens rotation.the lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
Corrected data: b4: date of this report: 11-sep-2023. Claim # (B)(4).